Event description:
Online calculations may not be performed as expected or may yield results that are different than expected when the calculation module is called from the online entry (OEM) application for a subtest whose subcolumn number on the instrument online string is divisible by 10. For a subtest whose subcolumn on the instrument online string is divisible by 10, if the calculation worksheet subcolumn lacks a trailing "0" (eg "6.1") then the calculation is not performed in online entry this behavior is incorrect. Calculations perform as expected in lars and when using the ix results processor for autofiling.

Manufacturer narrative:
One hundred and twenty-seven sites have been notified via a product safety notice (psn) and a correction is available for sunquest lab versions 6.4.4 and 7.1. There are 0 sites that have already been corrected. For any subtest whose subcolumn number on the instrument online string is divisible by 10, define identical copies of the online calculation on both the ".1" subcolumn (eg 6.1) and the ".10" subcolumn (eg 6.10). This will ensure the calculation is performed the same when the calculation module is called from the instrument results processor, from online entry, and from lars. (B)(4).